Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using an ilet system with a dexcom g7, which was attributed to an infusion set deployment error when the needle cover was not removed and the cannula was not properly inserted, leading to lack of insulin delivery; insulin delivery was resumed after guidance to correctly perform fill cannula and replace supplies. Symptoms included no reported clinical symptoms during the event. Outcomes included successful correction of hyperglycemia with blood glucose returning to range after supply change, hydration, and light activity, with no outside assistance and no medical intervention. Investigation included troubleshooting and user education through customer care. Investigation of this case revealed user setup error related to the infusion set and connector, consistent with improper insertion preventing insulin infusion. It was concluded, based on previously established findings for similar reports, that user error during infusion set change was the cause.